Event description:
It was reported that the right ventricular (rv) lead had high thresholds during implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.